Manufacturer narrative:
Device not returned. The decon sites are not the source of make-up / general soiling, the hcp should not be sending these to us. Mask straps and loose fit issues are due to factors such as wear over time and masks being used on different users (as confirmed by marion general the masks do not go back to the original user). General repeated handing while in use, donning, doffing, shipping to decons sites, loading, unloading, return shipment and unpacking at the hcp are all factors of proper fit. Fact sheets are sent to the hcp to discard any soiled or damaged mask prior to sending for decon. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported makeup on strap. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.